Event description:
Per the audiologist's report, this pt reported popping sounds and deceased performance. Integrity testing in 2006 showed intermittent device function. Reprogramming was tried but this did not help. The surgeon explanted the device in 2007 and reimplanted the pt with a new device.